Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. The bezel is cracked top left corner. Root cause is attribute to defective component. The hf voltage is too small. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were wrapping up the procedure and were getting repeated errors on the erbe. The tse viewed the uploaded error logs and confirmed a c-84 error. Prior to calling, the customer had rebooted the erbe with no change. The customer had completed the robotic portion of the procedure, but had cases scheduled for the next day in the morning and would like a call back as soon as possible. The tse advised the customer that they could use a force triad generator for monopolar and bipolar energy if they had the energy activation cable. The procedure was completed with no reported injury.